Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 196mg/dl, 140mg/dl. Tests were done within <10 mins with a difference of 30%. Pt did not experience any adverse events. No further info has been reported. Note-in the reported issue notes it states, "customer says that tests strips look brittle."